Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the mrx would not acquire 12 lead because a bladder stimulator on patient. There was no adverse patient impact.